Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that lag screw was inserted in the femoral head after traditional measuring techniques. Lag screw wrench and internal connection rod disconnected from the lag screw. Residents were asked to reinsert the teeth of the wrench under floro then rethread the internal connection rod. They felt that they had done so, but could not advance or remove lag screw and felt that the teeth and internal threads in the lag screw had stripped and we needed to explore other options to advance the screw to desired its desired position.

Manufacturer narrative:
The reported incident that connecting bolt omega was alleged of issue s-43 (assembling issue) could not be confirmed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection showed; some damages on the tread turns are clearly evident. Tests with a new lag screw showed though, that the bolt could still be screwed in and out without any problem. These damages on the tread may indicate that the inner thread of the used lag screw may have been damaged during insertion (implanted). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that lag screw was inserted in the femoral head after traditional measuring techniques. Lag screw wrench and internal connection rod disconnected from the lag screw. Residents were asked to reinsert the teeth of the wrench under floro then rethread the internal connection rod. They felt that they had done so, but could not advance or remove lag screw and felt that the teeth and internal threads in the lag screw had stripped and we needed to explore other options to advance the screw to desired its desired position.